Manufacturer narrative:
(B)(4). The customer reported the ac power module failed. There was no reported patient involvement. The ac power module was not available for evaluation. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module that could prevent the device from powering up.

Event description:
The customer reported the ac power module failed. There was no reported patient involvement.